Event description:
Wire was too big to push through needle. Wire uncoiled inside pt and broke off. This occurred during subclavian catheter placement using proper technique. Potential for infection related to wire being retained inside pt. A second catheter kit was opened and that wire didn't work either. Wire was too big for cath. Wire from second kit did not unravel inside pt. Not sure which lot number belongs to which kit.